Event description:
The device was used during a lung resection procedure. Reportedly, the instrument was difficult to open. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
The reported condition could not be confirmed as the device opened without difficulty when tested. However, the pusher thumbpiece had been advanced adn retracted which engaged the interlock safety feature and prevented the device from firing. Co does not believe this finding is related to the condition reported.